Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump buttons were sticking. Customer¿s blood glucose was 134 mg/dl at the time of incident. Customer was hospitalized due to lungs related not diabetic event. Customer stated that insulin pump buttons was getting stuck and were not registering. Customer stated that act, up and down arrow keys were stuck. Troubleshooting was performed for keypad anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.